Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board out of electrical specification. Upper and lower case halves are scratched and gouged. Battery release, control knobs, and both bails are contaminated. Ring cover is worn. Printed circuit board flex is crimped. Battery contacts are compressed. Battery drawer is contaminated, damaged, and broken. Keyboard window is scratched.

Event description:
It was reported that during routine biomedical engineer testing, it was found the external pulse generator (epg) would immediately shut itself off when the battery drawer was opened. It did not continue to pace for 15 seconds. The epg was returned for repair. There was no patient involvement.